Manufacturer narrative:
The related device has been confirmed as not PMA approved and this report is no longer considered reportable to the FDA. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6a, g4, h4, h6. Device photo evaluation: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The related device has been confirmed as not PMA approved and this report is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., d.6b., h.6.

Event description:
Patient reported right side rupture diagnosed via MRI with contrast. The device has been explanted.

Event description:
Patient reported right side rupture diagnosed via MRI with contrast. The device remains implanted.

Manufacturer narrative:
Clarification d.6a- partial date of implant reported as (B)(6) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.